Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6), 2025. The patient's blood glucose levels were reported to be 51 mmol/l (918 md/dl) while wearing the pod between 1 and 4 hours, on their abdomen. Symptoms reported include hyperglycemia, nausea, thirst and vomiting. The healthcare professional who treated the patient reports there may have been ¿inadequate response to warnings from the glucose sensor and pump¿. For treatment, patient received sodium chloride infusion, isotonic solution, and intravenous insulin injection. The pod was removed at the hospital. Patient was discharged from hospital on the same day (B)(6) 2025).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
B5: added additional information that was received related to the event. H6: added clinical code for swelling/edema.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels were reported to be 51 mmol/l (918 md/dl) while wearing the pod between 1 and 4 hours, on their abdomen. Symptoms reported include hyperglycemia, nausea, thirst and vomiting. Redness and swelling were reported at the infusion site. The healthcare professional who treated the patient reports there may have been ¿inadequate response to warnings from the glucose sensor and pump¿. For treatment, patient received sodium chloride infusion, isotonic solution, and intravenous insulin injection. The pod was removed at the hospital. Patient was discharged from hospital on the same day (on (B)(6) 2025).